Manufacturer narrative:
There was no patient involvement. Device history record review for part 357.377, lot 5532871: release to warehouse date: 26november2007. Manufactured at synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no patient involvement.

Manufacturer narrative:
Device investigation summary ¿ one of the following was received: helical blade coupling screw (part # 357.377 / lot # 5532871). The returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off at the welded junction between the shaft and knob. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. Device drawings were reviewed: no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke while putting a helical blade together. No further information is available at this time. This report is 1 of 1 for (B)(4).